Manufacturer narrative:
Blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute bleeding/bruising or to the reported the infection. No damages or defects were found along the fluid path. The cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4) and eo residual levels in compliance with iso (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicty per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient went to the emergency room and was treated with intravenous fluids.